Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1208 alarm message: oxygen not available. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the alarm was not displayed anymore after the device was rebooted. However, the medical engineer requested to replace the device preventively. The pse replaced the device as a preventative measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.